Event description:
It was reported that a tritanium pl cage fractured intra-operatively during in situ cage placement at l5-s1. The representative reported that the disc space was not distracted and trialing was not performed prior to implant placement. There were no adverse consequences to the patient and all the fractured pieces were removed from the surgical site. The procedure was completed successfully with a 25 minute surgical delay by using an alternatively available cage.

Manufacturer narrative:
A non-conformance was previously initiated to investigate the root cause associated with this failure mode. The investigation identified surgical techniques not included in the approved IFU, including adding precautions to not use the implant as the sole method for distraction (page 8). Stryker initiated a field safety corrective action on 28 november 2018 and notification was sent to the impacted customers. The surgical technique was updated to caution against misuse; this included an explicit warning of "do not use the implant as the sole method for distraction, as this may cause damage to the implant". Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. It was reported that the disc space was not distracted and trialing was not performed, both of these have been identified as probable causes for tritanium pl cage fractures.

Manufacturer narrative:
Hospital retained device

Event description:
It was reported that a tritanium pl cage fractured intra-operatively during in situ cage placement at l5-s1. There were no adverse consequences to the patient and all the fractured pieces were removed from the surgical site. The procedure was completed successfully with a 25 minute surgical delay by using an alternatively available cage.